Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2025 at 10:30am. The patient went to the hcp for a pump increase of 5% and the hcp could see the update in the logs but was not seeing a recovery from the stall. Technical services reviewed information and suggested that the hcp recheck the patient pump logs in 30 minutes to verify if the pump had recovered.